Event description:
Pt reported that pump has been alarming at least twice and it's affecting the catheter. Patient refused to provide further information and wanted someone to come out to look at her pump. Asked patient if she had a back up pump she could switch to and patient reiterated that she just wants someone to come out right now to fix her pump. (B)(6), nurse supervisor conferenced in and was to obtain from patient that her pump is currently running without alarming but that it was alarming at least twice earlier. Pt was upset and angry. No additional information is known. Serial number unknown. Photos were not provided. Continuous infusion. Set flow rate/volume delivered are unknown. Position of pump unknown. No additional info. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? No. Did the patient have a backup device they were able to switch to? Not provided. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved.